Event description:
Floflex covid-19 antigen home test (white box) provided probable false positive (negative results using different lot of same test, and also negative using ihealth test). Patient currently showing no symptoms. Numbers from label on box of defective test: lot cov2020169 2023-02-23 (o1)00682607660261 (17)230223 (10)cov2020169 made in china l031319-01. This was a white box, not the dark blue box shown in https://www.FDA.gov/medical-devices/safety-communications/do-not-use-certain-acon-flowflex-covid-19-tests-FDA-safety-communication. FDA safety report ID# (B)(4).